Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: overweight, crease fold, wear abrasion and opening. A microscopic analysis was performed which identify puncture opening on posterior/anterior side, consist in the use of some surgical tool. Overweight is due to openings, as fluids may have entered into the device. Based on the device analysis the final assessment is: a puncture opening on posterior/anterior due to surgical like damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and "air bubbles." Device has been explanted.